Event description:
The customer reported the coulter lh 500 hematology analyzer intermittently generated higher basophil results on patient samples when compared to the respective results on another instrument (sysmex) and / or the manual slide. The customer did not provide the manual slide results. Please refer to the attached patient data table. There was no report of injuries, or change to patient treatment in connection with this event. The erroneous results were not reported outside of the laboratory. The instrument generated r-flags and / or suspect messages for all samples that were run. Section a of this report reference information for patient number three. Controls ran before and after each incident were within range. The customer did not provide sample preparation information. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument. This report is related to the results generated on (B)(6) 2014. MDR 1061932-2014-02871 and 1061932-2014-02873 address the results generated on (B)(6) 2014, respectively.

Manufacturer narrative:
The fse found that the s-lyse volume was high, whereas the e-lyse volume was low and was out specification. The fse adjusted both lyse volumes to be within specifications and ran quality control. After which, the instrument recovered results within range. (B)(4). Mdrs associated with this report are MDR 1061932-2014-02871 and MDR 1061932-2014-02873.